Event description:
It was reported that following a new pump and catheter implant, the patient had an allergic reaction to the drug in the pump which was morphine. The patient experienced anaphylactic shock, itchiness, and swelling. The patient heard a critical alarm, but was not confirmed by telemetry. The morphine was removed from the pump, but the hcp was unable to remove the drug from the catheter due to swelling. The pump was stopped and refilled with dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.